Event description:
It was reported that the patient passed away following episodes of ventricular fibrillation which was recognized as oversensing by the device due to undersensing of the r waves. As a result, no high voltage (hv) therapy was provided. Additional information was requested but was not available.